Event description:
A distributor complaint from rubin medical aps in denmark reported a pump malfunction identified by code 5-0x2147, requiring replacement as it could not be reset. There was no information available regarding the customer's blood glucose level at the time of the event. The affected pump was under warranty, and the customer was informed that it needed replacement. Technical support confirmed necessary logistic measures, instructing the customer to return the problematic pump and providing transport instructions. No details were shared about the backup therapy to maintain insulin delivery.